Manufacturer narrative:
Date implanted is estimated as (B)(6) 2019. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. A review of the lot history record could not be performed due to unknown lot information. Based on the information reviewed, a conclusive cause for the reported cerebrovascular accident (stroke), fever, thrombosis, and endocarditis cannot be determined. The reported patient effects cerebrovascular accident, fever, thrombosis, and endocarditis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report brain stroke, thrombus and infective endocarditis. It was reported through a research article that in september 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr). Three clips (two xtr¿s and one ntr) were successfully implanted. On (B)(6) 2020, the patient returned to the hospital due to an acute brain stroke. It was also noted that on the eve of the stroke, the patient had a high septic fever. Transesophageal echocardiography (tee) was performed and showed that thrombus was attached to the clip and infective endocarditis (ie) was present. On (B)(6) 2020, the patient was given antibiotics (vancomycin) for treatment. On (B)(6) 2020, mitral valve replacement surgery was performed. Details are listed in the attached article, titled ¿septic cerebral stroke associated with infective endocarditis after the mitraclip procedure.¿